Manufacturer narrative:
The getinge field service engineer (fse) advised that the repair of the iabp was completed by replacing the solenoid driver board. All functional and safety tests were passed to factory specifications and the iabp was returned to customer and cleared for clinical service.

Event description:
The customer reported that during use, the cs300 intra-aortic balloon pump (iabp) switched off automatically during therapy after 2-3 hours of therapy. Customer is complaining that they had used the iabp for the first time after a field service corrective action (fsca) was performed. No adverse event reported was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and determined that the recently replaced solenoid board under the fsca is defective and needs replacement. The iabp is pending repair. (B)(6).

Event description:
The customer reported that during use, the cs300 intra-aortic balloon pump (iabp) switched off automatically during therapy after 2-3 hours of therapy. Customer is complaining that they had used the iabp for the first time after a field service corrective action (fsca) was performed. No adverse event reported was reported.